Event description:
I have been diagnosed, after a sleep study done by my pulmonologist in (B)(6), with sleep apnea and have been prescribed a CPAP since (B)(6) 2019. My unit stopped working in (B)(6) 2023. It stopped delivering the programmed amount of air and just started blowing a very low flow of air. I learned through my new pulmonology p.a in (B)(6) in late (B)(6) (it took that long to get an appt. With them that philips respironics had a recall. They told me to register my device with philips respironics which I did that week. I received a replacement dream station CPAP/auto pap machine from philips respironics as a result of their foam/insulation recall. It did not work properly and only delivered a very low airflow regardless of the programmed setting. This also occurred while using the auto pap mode. Same problem that I encountered with my original unit after approx 3 yrs of use. I reported this problem via their 1-833-262- 1871 and 877-907-7508 customer service depts. A second replacement CPAP machine was sent to me in mid (B)(6) (2023). It also didn't work and delivered the exact low pressure that my previous replacement device delivered. This low air flow occurred both in auto and programable CPAP mode. When I called to report this issue on "(B)(6)" I was initially told by a customer service rep via a phone that I would be contacted by the "back end" team to receive another replacement unit. When I followed up today ((b(6)) and spoke with (B)(4) I was told that there is no record of that discussion and they could not send me a replacement dream station device without me seeing my pulmonologist again. I believe based on my experiences that philips respironics has a much larger problem than they are acknowledging or reporting to the FDA. Reference reports: mw5118780.